Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. During revision, lead damage was observed on the distal portion of the lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Please note that the lead was implanted in 2012 but the exact implant date was unknown.